Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the remote monitor was sparking from the electrical outlet. The patient stated that multiple outlets were attempted. The monitor is expected to be returned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis on the remote monitor was performed and no defect was found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was sparking from the electrical outlet. The patient stated that multiple outlets were attempted. The monitor is expected to be returned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.